Event description:
It was reported, the patient presented to the healthcare providers office with redness at the pump site. The health care provider planned to explant due to (d/t) a pocket infection on 2015 (B)(6). The location of issue or symptom was the device pocket. There was no alleged product issue. The patient¿s status at the time of report was alive ¿ no injury. The pump was used to infuse an unknown type of drug. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).